Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report a motor vehicle operator was cited for failure to yield the right of way of pedestrians in a crosswalk and struck the end user while he was operating the motorized wheelchair in the crosswalk.

Event description:
According to the police report the end user was struck by a motor vehicle that was cited for failure to yield the right of way to pedestrians in a crosswalk. Allegedly, the end user was hospitalized as a result of the incident.